Event description:
It was reported that a customer's pump was not charging due to a broken usb port, preventing it from being plugged in. There was no reported impact to the customer¿s blood glucose level. The device was set to be returned, and arrangements were made to provide the customer with a replacement pump.